Event description:
It was reported to medtronic neurosurgery that after a delta shunt kit was implanted into a patient, his ventricles did not reduce in size. The delta shunt was explanted and replaced with a strata valve.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned valve was patent. It did not meet all of the requirements for siphon, reflux, pressure-flow, preimplantation, and leakage tests. Multiple tears were observed on the reservoir dome. It is unknown how or when the damage occurred. The instructions for use that accompany the device caution that use of sharp instruments while handling these devices can nick or cut the silicone elastomer. A review of the manufacturing records showed no anomalies. (B)(4).